Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7184160. Product family: scs-surg acc. Upn: m365sc4385500. Model: sc-4385-50. Batch: 29206356.

Event description:
It was reported that a trial procedure was aborted due to not being able to drive the leads around the patients existing non-bsn device. The patient was under monitored anesthesia care.

Event description:
It was reported that a trial procedure was aborted due to not being able to drive the leads around the patients existing non-bsn device. The patient was under monitored anesthesia care.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.